Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had an "apply sample" issue. The patient tests her blood glucose 1-3 times a day. She takes metformin and also humulin 70/30 insulin twice a day. At times, the patient explained she takes a few extra units of insulin whenever her blood glucose level gets real high. The patient indicated that the alleged meter issue started about a week or two before calling lfs the same day. However, the patient claimed that about a week after the issue started, she developed symptoms of "impaired vision." The patient stated that she had "water" or "blurry" vision and associated the symptoms to having real high blood glucose levels. The patient explained that she might have eaten too much when she did not have a meter to test with. After the symptoms developed, she took a few extra units of insulin and this helped to relieve her symptoms. The alleged meter issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury a week after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.